Event description:
It was reported that at the end of the dialysis treatment the venous lumen came out of the pt's chest. The bloodlines were tucked underneath pt's arms and when pt crossed pt's arms stress may have been applied to the lumen. The pt became unresponsive and apneic, but never stopped breathing or lost a pulse. Esimated bloodloss 800cc. Ems was called and the pt was transported to the hospital for treatment. The pt's current condition is good.